Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The root case of the low drain volume alarm with the presence of air bubbles was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice device during initial drain. The homepatient stated that there were large air bubbles in the patient line. The technical service representative (tsr) recommended that the hp end therapy and start over with new supplies. The tsr then walked hp through ending therapy early procedure. No patient injury or medical intervention was indicated at the time of the initial report. On (B)(6) 2011, product surveillance spoke with the caregiver who indicated that she remembers the air in the line. The caregiver stated that her husband was able to continue with therapy. The caregiver stated that the supplies were fine, however they were discarded. No patient injury or medical intervention was reported.